Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: shell porous with holes 58 mm o.d. Pn 00620005820, ln 61638717; liner standard 32 mm i.d. For use with 58 mm o.d. Shell, pn 00630505832, ln 60924539; femoral head sterile product do not resterilize 12/14 taper, pn 00801803202, ln 61697584; kinectiv modular neck g1, pn 00784802301, ln 61694709; bone screw 6.5x30 self-tap, pn 00-6250-065-30, ln 61560475; bone screw 6.5x30 self-tap, pn 00-6250-065-30, ln 61724488. Multiple MDR reports were filed for this event, please see associated reports 0001822565-2019-02049, 0001822565-2019-02050, 0001822565-2019-02051, 0001822565-2019-02087. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that bilateral patient underwent left total hip arthroplasty and subsequently has started to experience pain. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.